Manufacturer narrative:
The analysis results found that the device was returned with the blade cracked. Due to the damage to the blade, it was confirmed that the device was non functional. The identified blade damage may have occurred from external contact during pre-op or general use. In additional, minor blade damage may increase in severity during subsequent activation, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratch on the blade may lead to premature blade failure."

Event description:
It was reported that during the laparoscopic prostatectomy procedure, the instrument failed during the operation. The case was completed with a same like device. There was no patient consequence.